Manufacturer narrative:
Evaluation summary: no sample was returned; therefore, the condition of the product could not be verified and visual inspection could not be performed. The device history record (DHR) for the batch was reviewed; no abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There have been no other complaints reported in the lot number. Because a sample was not returned, the root cause could not be determined. (B)(4).

Event description:
An ophthalmic surgeon reported that following a glaucoma implant procedure, the implant was observed to be in contact with the patient's iris. The port of the device was obstructed, but the secondary port was opened. The shunt was located in the periphery and could only be observed by gonioscopy. The surgeon could not determine if the implant had shifted or the anterior chamber had become shallower. The patient's intraocular pressure (iop) had been intermediately rising. The patient's visual acuity was reported to be "good". Additional information has been requested but not received to date.